Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that emergency services was called and found the patient unconscious with a rhythm of atrial fibrillation. Interrogation of the device indicated that the patient had non-sustained ventricular tachycardia. The rhythm was indicated to have been undersensed. The arrhythmia self terminated. Reprogramming was performed and the device remains in use. No further patient complications have been reported as a result of this event.